Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: implants are on the "recall" list and capsular contracture baker grade iii.

Event description:
Patient reported left side ¿my breast are and have been hardened and swell with pain and warmth, they are extremely misshapen¿, and ¿other issues which my doctor believes are caused by these implants¿. Later, healthcare professional reported left side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: inflammation/irritation: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Necrosis: unable to observe as it is a medical event not related to the device. Infection (early onset): unable to observe as it is a medical event not related to the device. Additional observations: crease fold, deformation device, wear abrasion and white particles observed on the device. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Patient reported left side ¿my breast are and have been hardened and swell with pain and warmth, they are extremely misshapen¿, "I had gotten e-coli, klebsiella and staph infection during this explant" and "had necrotic skin debrided" and ¿other issues which my doctor believes are caused by these implants¿. Later, healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient later reported "I had gotten e-coli, klebsiella and staph infection during this explant" and "had necrotic skin debrided".